Manufacturer narrative:
The device was returned to animas. Eval revealed contamination under button contacts. The buttons intermittently activated pump functions when pressed.

Event description:
The pt stated that the down arrow button was difficult to press. He said he needed to press the button at an angle to activate desired pump functions. He states the issue began about a month prior to calling animas.